Manufacturer narrative:
Siemens became aware of the reported event on (B)(6) 2014. This MDR is being mailed on (B)(6)2014. Investigation shows that all functions of the CT table are operating correctly and are within specification. The CT system operator's manual cautions the user to always fix and observe the patient during system movements to avoid injury. Considering this, no corrective action is initiated.

Event description:
Siemens was notified on (B)(6) 2014 that a patient held on to the outer sides of the table top while the table was moving out after a thorax examination was completed. The patient's hadn was squeezed in the gap between the table top and the table top support. The skin on one of the patient's fingers of their right hand "was teat up for approximately 30mm" and "the fingernail was dropped". The doctor reported that they did not know the patient was holding on to the sides of the table when the table was moving. The status of the patient is unknown. The reported event occurred in (B)(6).